Event description:
Pt was admitted to hospital for termination of study medication and reinitiation of dilaudid/baclofen. Two single bolus doses were followed by simple continuous infusion. Approx 24 hours later, the pt reported onset of episodic confusion, which lasted for over 48 hours. F/u neurological exam was conducted on pt approx. One week after event, resulting in pt appearing well and without mental occlusion. Physician feels that the event was not related to the device.